Event description:
On (B)(6), 2010, the pt was implanted with the gore tag thoracic endoprosthesis to treat a penetrating aortic ulcer. After placement of the tag device just below the subclavian artery, the physician advanced a balloon and wire to touch up the proximal end of the device. At this point, the tag device moved proximally covering all of the great vessels. The physician was able to pull the device down to the appropriate position, but in doing so caused a dissection. An add'l gore tag thoracic endoprosthesis was used to cover the dissection. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg records will be conducted. Add'l device also involved in this event is (B)(4).